Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
(B)(4). Should additional information becomes available, a supplemental report will be submitted.

Event description:
A radio frequency ablation of bilateral greater sephanous veins were performed on (B)(6) 2015 using a closurefast catheter. On the follow-up visit, it was found that one leg was successfully treated, but the vein on the other leg was still open. The open vein was successfully re-treated on (B)(6) 2015. No adverse consequences for patient.